Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Investigation summary: the reported issue the IV pump shut off suddenly was confirmed via log review only. No devices were provided by the facility for further analysis. The log analysis found that the alaris system had power intermittently being interrupted at the channel ¿a¿ and channel ¿b¿ pump modules on the reported incident date 17may2024 between the time of 7:45 am and 2:04 pm. The channel ¿a¿ and channel ¿b¿ pump modules did not have active infusions interrupted until the time of 12:39 pm. The infusion power interruptions continued until the time of 1:01 pm. The infusions were not continued after the time of 1:01 pm. The requested data set was not provided by the facility so the fluid/drugs infusing could not be identified. There was also a recorded removal of the channel ¿c¿ and channel ¿d¿ pump modules, interrupting their respective infusions between the time of 12:38 pm and 12:39 pm. These two infusions were not continued after the interruption. The log analysis could not determine if a power interruption occurred or if the clinician purposely removed channel ¿c¿ and channel ¿d¿ pump modules. The infusion system was manually shut down at the time of 2:47 pm. Bd identified that the presence of blue or green deposits, corrosion, and cleaning residue deposition on unit interface (iui) connector pins can be caused from the use of cleaning agents other than 70% isopropyl on the iui connectors. Inadvertent exposure to cleaning agents during the cleaning process or from inadequate drying of the iui connectors after cleaning. The potential risk is interruption of communication or power that could result in an infusion that stops with a pc unit alarm and may result in interruption of therapy or monitoring. In result to the above, bd released a safety recall notification in (B)(6) 2020 that informed on the importance of inspecting iui connectors for damage. The notification stated, ¿bd is providing updated instructions for use, warnings, and cautions as part of this notice and will provide updated labeling (user manual addendum, service bulletin 630, and best practices for cleaning bd alaris¿ system devices quick reference guide) in august 2020.¿ bd released iui connector covers in (B)(6) 2017 as aids during the cleaning process to prevent contamination of the iui connector pins that might occur with cleaning the device. Bd released on (B)(6) 2020, information on the availability of iui covers that can be used during cleaning. An updated cleaning video was included demonstrating the iui connector covers use during the cleaning process. The video is available on bd alaris¿ system cleaning (brightcove.net). Additional resources were also provided to customers addressing the issue of a ¿channel disconnected¿ alarm, and appropriate iui maintenance and inspection. The resources addressing these issues are the bd alaris system iui inspection tip sheet and bd alaris system channel disconnected tip sheet. Root cause: the probable cause for the reported issue the IV pump shut off suddenly is being attributed to the event log recordings that the power to the channel ¿a¿ and channel ¿b¿ pump modules was intermittently interrupted. The root cause for the power interruptions could not be ascertained from the log review only investigation. It is suspected that there was an issue with the pcu left side inter unit interface (iui) connector based on the simultaneous power interruption to the channel ¿a¿ and channel ¿b¿ pump modules, and the observational finding reported by the facility that ¿dried fluid residue was observed on top of the pcu and on the top of the channels. Minor discoloration was observed on the inside pins of the black connector ¿ the metal connection prongs.¿

Event description:
It was reported both the pc unit and pump modules shut off suddenly during infusion of norepinephrine and epinephrine ("2 lvp and pcu shutdown together"). The pump modules were quickly moved to another pc unit to continue the infusions. Per report, pulse was "briefly lost" on the venoarterial extracorporeal membrane oxygenation (vaecmo). The customer also reported that there was "dried fluid on top of the pc unit and pump modules as well as "discoloration of the iui (pins) connectors. Although requested, customer declined to send the devices in for investigation and did not provide further information.

Event description:
It was reported both the pc unit and pump modules shut off suddenly during infusion of norepinephrine and epinephrine ("2 lvp and pcu shutdown together"). The pump modules were quickly moved to another pc unit to continue the infusions. Per report, pulse was "briefly lost" on the venoarterial extracorporeal membrane oxygenation (vaecmo). The customer also reported that there was "dried fluid on top of the pc unit and pump modules as well as "discoloration of the iui (pins) connectors. Although requested, customer declined to send the devices in for investigation and did not provide further information.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information: concomitant med prod data.

Event description:
It was reported both the pc unit and pump modules shut off suddenly during infusion of norepinephrine and epinephrine ("2 lvp and pcu shutdown together"). The pump modules were quickly moved to another pc unit to continue the infusions. Per report, pulse was "briefly lost" on the venoarterial extracorporeal membrane oxygenation (vaecmo). The customer also reported that there was "dried fluid on top of the pc unit and pump modules as well as "discoloration of the iui (pins) connectors. Although requested, customer declined to send the devices in for investigation and did not provide further information.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 no findings available. Additional information : imdrf annex a,g,b,c and d codes,remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported both the pc unit and pump modules shut off suddenly during infusion of norepinephrine and epinephrine ("2 lvp and pcu shutdown together"). The pump modules were quickly moved to another pc unit to continue the infusions. Per report, pulse was "briefly lost" on the venoarterial extracorporeal membrane oxygenation (vaecmo). The customer also reported that there was "dried fluid on top of the pc unit and pump modules as well as "discoloration of the iui (pins) connectors. Although requested, customer declined to send the devices in for investigation and did not provide further information.

Manufacturer narrative:
Omit: d01 - cause traced to device design. Additional information: imdrf annex d code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported both the pc unit and pump modules shut off suddenly during infusion of norepinephrine and epinephrine ("2 lvp and pcu shutdown together"). The pump modules were quickly moved to another pc unit to continue the infusions. Per report, pulse was "briefly lost" on the venoarterial extracorporeal membrane oxygenation (vaecmo). The customer also reported that there was "dried fluid on top of the pc unit and pump modules as well as "discoloration of the iui (pins) connectors. Although requested, customer declined to send the devices in for investigation and did not provide further information.